Event description:
It was reported that the patient wanted to increase stimulation because they did not feel much sensation. The patient successfully increased the amplitude from 2.4 to 2.9 volts. The patient now felt stimulation and it was at a comfortable level. The patient mentioned that the programmer screen turned off and it was reviewed that was normal. It was noted that the patient thought the middle key turned on the programmer, but it really turned off the implantable neurostimulator (ins). It was also stated that the ins had not ¿had much success¿ with reducing frequency. The patient used to get up six times a night and now gets up 3 times a night. The patient would like not to get up at night. It was also stated that the patient had a urinary tract infection (uti).

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# va08t0n, implanted: (B)(6) 2013, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the device never really helped since implant. It was recommended that they follow up with their healthcare provider. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.